Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Healthcare professional also reported "patient had a lump that was diagnosed as colon cancer"; this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, stress mark, underweight, missing, wear abrasion, black particles. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact; non-penetrating nicks; a piece of the shell is missing the assessment is inconclusive.

Event description:
The device was explanted.